Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle unit on air gas module was identified as defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the nozzle unit was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model # was required. D1: brand name: previous brand name: servo-s; corrected brand name: servo-s base unit. D4: version or model #: previous version or model #: servo-s; corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).